Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01147, 3005168196-2016-01148. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a px slim delivery microcatheter (px slim). During the procedure, while attempting to advance a ruby coil through the px slim, the physician encountered friction and subsequently, the coil was unable to advance any further. Therefore, the physician removed the ruby coil and successfully deployed and detached a new ruby coil into the target vessel using the same px slim. While advancing another new ruby coil through the same px slim, the physician did not encounter any resistance; however, after the coil was halfway deployed into the target vessel, it became stuck and unintentionally detached from its pusher assembly. The physician was then able to successfully push the detached ruby coil into the target vessel. After this, the procedure was completed using a new ruby coil and the same px slim. It should be noted that although the physician did not maintain a continuous flush and did not use a rotating hemostasis valve (rhv), a syringe flush was used before and after each coil. There was no report of an adverse effect to the patient.